Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Episodes of atrial lead noise leading to oversensing and inappropriate automatic mode switching was reported. All lead electrical measurements are stable and satisfactory. An x-ray examination was unremarkable and the noise was unable to be reproduced. The patient was unaware of these episodes and there were no patient consequences. Technical support reviewed the session records and confirmed atrial lead noise was due to electromagnetic interference with suspected insulation damage. Provocative lead testing was recommended. In the meantime, the atrial sensitivity was reprogrammed to avoid oversensing. The lead will be monitored.